Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead exhibited low out of range pacing impedance measurements less than 200 ohms and activation of the lead safety switch (lss). It was noted that episodes of noise were previously observed. In (B)(6) 2017, the lead configuration was changed to unipolar, however, more noise was observed, the configuration was left in bipolar and monitoring has been continued pending a lead revision at some point in 2018. Should additional information become available this file will be updated.

Manufacturer narrative:
(B)(6) 2018 - this lead was explanted on (B)(6) 2018 due to oversensing.